Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements that were greater than 3,000 ohms, even after repositioning the lead. The lead appeared damaged so it was removed and a new lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.